Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during explant of the right ventricular lead, the left ventricular lead exhibited greater than 3000 ohms impedance. The lead was explanted and replaced successfully. The patient's condition was good post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were normal.